Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the total daily insulin delivery totals correctly reflected the user's programmed basal rates. A 29 hour flow accuracy test was performed and the pump passed and was found to be delivering within specifications. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the patient experienced low blood glucose levels of 1.6mmol/l. The patient was reportedly sweating profusely, was confused and barely responsive. The patient's husband was able to assist the patient with glucose tablets. The pump was reviewed and all the settings were found to be programmed correctly. This report is being made based on the allegation that the patient experienced hypoglycemia while using the pump.